Event description:
It was reported that spectrum pumps experienced excessive upstream occlusion alarms since being upgraded to the new software. Pumps in the infusion suite alarmed right after start up. During unspecified process steps in the operating room, two pumps alarmed but there were no occlusions. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d1: brand name, serial number, d3: device manufacturer name, g4: combination product. D1 serial number: the reported product is an unknown spectrum infusion pump. Additional information:the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Fa 2023-034 was opened to address the increase in upstream occlusion alarms observed after software upgrade in spectrum v8 and iq pumps. Should additional relevant information become available, a supplemental report will be submitted.